Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An insertion issue was reported with the abbott diabetes care (adc) sensor. The customer inserted the sensor and, the introduction needle remained in the center of the sensor. Since it remained embedded under the skin, the customer removed it themselves. There was no report of death or permanent impairment associated with this event.